Event description:
The customer contacted the siemens technical solutions center (tsc) after quality controls (qc) resulted out of range for multiple assays on a dimension vista 1500 instrument. During a review of the instrument files, it was discovered that the qc had been dispensed into aliquot wells that other qc material had already been dispensed into. For the carcinoembryonic antigen (cea) assay, the qc resulted within range despite being dispensed onto other qc material. No patient samples were tested for cea or any other assays. There are no reports of adverse health consequences due to the qc being dispensed into the same aliquot wells as other qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of quality controls and patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing samples.